Event description:
It was reported, the patient was not getting any coupling bars during their first time charging since the implantable neurostimulator (ins) since implant. The patient met with a manufacturing representative on 2014 (B)(4) or 2014 (B)(4) and they could not get any coupling bars. The patient tried troubleshooting and that did not help. No bandages were over the incision and the recharging antenna was placed directly on the skin. An appointment was scheduled with their healthcare provider (hcp) to have the device checked on 2014 (B)(4). Additional information received 2014 (B)(4) reported that the implantable neurostimulator (ins) was tilted in the patient¿s skin. The ins was angled and the bottom was deeper. The patient could get 4 bars to show if they bent at a 90 degree angle, which wasn¿t a long term option. The patient was having trouble recharging and could only get 2 bars. The antenna locate feature was used and they still could only get 2 bars. It was noted that the patient had been using the belt. The manufacturing representatives were present for both of the patient¿s appointments post-op, but were giving the issue some time as they thought it would get better. It was noted that the patient had been using the belt. It was determined by the patient¿s hcp that the ins had been implanted at such an angle and depth to case poor coupling with the recharger. The hcp would be doing a pocket revision for the patient to correct the angle and depth of the ins. No date was yet scheduled for the surgery. It was also stated that all impedances were within normal ranges, and the patient was receiving adequate stimulation therapy. No symptoms were reported. Patient outcome could not be obtained due to there being no scheduled surgery date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 39565-65, serial# (B)(4); product type lead (B)(4).